Manufacturer narrative:
The patient was hospitalized for restenosis of the sfa. Revascularization of the lesion using a pta balloon was required to treat the patient. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. Availability to enter this information in section c is still work in progress at spnc, thus the drug information is noted below: stellarex 0.035 otw drug-coated angioplasty balloon. Paclitaxel drug, 4.7 mg. Therapy date: (B)(6) 2015. Adjunct to pta in the treatment of denovo or post pta occluded/ stenotic or restenotic lesions (excluding in-stent) in fem-pop arteries. Lot #: 14m1661202. Expiration date: 06/22/2015. This device was used in clinical application prior to being available in the us. (B)(6). Combination product is applicable. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
On (B)(6) 2015, the patient underwent an index procedure of a 120 mm, (B)(4) stenotic denovo lesion in the left proximal sfa. The lesion was predilated using a 5 x 100 mm balloon inflated to 8 atm, resulting in a residual stenosis of (B)(4). Next, a 6 x 120 mm stellarex balloon was inflated to 8 atm for 4 minutes and 30 seconds, resulting in 10% residual stenosis. Then, a 6 x 80 mm stellarex balloon was inflated to 8 atm for 3 minutes, resulting in (B)(4) residual stenosis. The patient was discharged to go home with no complications on (B)(6) 2015. On (B)(6) 2016, a (B)(4) restenosis in the target lesion was noted. On (B)(6) 2016, the patient was admitted and pta of the proximal sfa was done on (B)(6) 2016. The patient was discharged to go home on (B)(6) 2016 with no complications.